Manufacturer narrative:
A product investigation was completed: this complaint is confirmed. One of the cutting tips has sheared off at its base. The sheared off tip was also returned for evaluation. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The relevant drawings were reviewed during this evaluation. No product design issues or discrepancies were observed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A definitive root cause was unable to be determined. However, the complaint condition was most likely caused by application of excessive force and/or cumulative wear over the lifetime of this 7 year old device. It is not likely that the design of the device contributed to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: elastic nail (part number unknown, lot number unknown, quantity 1).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review of the device history record showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications confirm that the material, components, and final product met inspection records and certifications. All (B)(4) parts of the lot were checked 100% for ctq features and for function at the final inspection on jul 13, 2009. The manufacturing date of the lot is jul 14, 2009. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that on (B)(6) 2016, a small wire cutter 230mm broke during surgery. During the surgery, the surgeon was cutting a 2.5mm elastic nail and the wire cutter broke. The surgery was completed with a two minute delay and there was another wire cutter available to complete the surgery. This report is 1 of 1 for (B)(4).